Event description:
It was reported that patient underwent hip arthroplasty in 2009. Subsequently, patient was revised 2 months later, due to loosening of the acetabular cup. The cup and the head were removed and replaced. No further information received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Expiration date - unknowndate implanted - 2009device manufacture date - unknownthis report filed october 6, 2009.